Manufacturer narrative:
The user experienced severe hyperglycemia progressing to diabetic ketoacidosis (dka) requiring hospitalization while on ilet therapy. Diabetic ketoacidosis is a serious metabolic complication requiring hospitalization, intensive insulin therapy, and fluid replacement and is consistent with the reported hospitalization and treatment. Review of available information identified that the user's glucose values began rising after expiration of the cgm sensor on 18-may-2026, resulting in loss of automated correction dosing. The user's ilet subsequently powered off due to battery depletion, resulting in interruption of automated insulin delivery. The user later developed hyperglycemia exceeding 400 mg/dl, elevated ketones, vomiting, and muscle weakness requiring hospitalization and treatment with insulin and IV fluids. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts, no factory reset events, and no motor errors. The ilet was delivering requested insulin and responding appropriately to cgm glucose values. Review of device history did not identify evidence of pump malfunction or inaccurate insulin delivery. Based on available information, interruption of automated dosing following cgm expiration may have contributed to the reported event. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels greater than 400 mg/dl, resulting in diabetic ketoacidosis (dka) and hospitalization. The user was admitted on (B)(6) 2026, treated with insulin and IV fluids, and discharged on (B)(6) 2026. No long-term health effects were reported.